Manufacturer narrative:
The device was received for evaluation containing approximately 55ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The reporter stated that some solution remained in the device at the end of the expected therapy time. The device had been filled with fluorouracil in normal saline solution. There was no patient injury or medical intervention associated with this event. No additional information is available.